Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 078 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed a 078 call service alarm on (B)(6) 2015. During testing, the pump emitted a 078 call service alarm and was unable to be exercised for 24 hours. Evidence of moisture was observed in the battery compartment. The pump cover was opened and further moisture ingress was observed. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.